Event description:
MDR user facility report received by mail. Notified of a suspected formaldehyde reaction on a reprocessed f8 dialyzer. According to the report, the testing for residual disinfectant (formaldehyde) was performed & verified as "negative." The pt was then initiated onto hemodialysis. Soon later, time undisclosed, the pt began complaining of pruritis, generalized burning, bitter taste, & difficulty breathing. Dialysis terminated, pt was not reinfused (blood discarded, 230 ml) & transferred to the hospital. Nephretect sample #2 for residual disinfectant was reported as positive. Health care professional returned telephone call to review account of this event. Reportedly the testing sample for nephretect sample #2 was obtained from the dialysate within the dialyzer 20 minutes after the dialysis was started. Also pt was admitted for overnight stay for formaldehyde reaction, & discharged stable the following day. Actual sample, unrinsed, had been saved but was discarded last week. There are no companion lot samples. MDR filed for this reaction on a reprocessed dialyzer.